Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient had an implantable neurostimulator (ins) implanted in their back for nine years. The patient had an infection and the ins had to be removed. It was unknown when the infection or explant occurred. No further complications were reported. Indication for use is unknown.